Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation on the left ventricular lead post implant. The phrenic nerve stimulation started at 2.0 v at 0.5 ms, but when programmed below 2.0 v at 0.5 ms, the lead exhibited intermittent loss of capture.